Event description:
The customer reported an error noticed during pre-use checks indicating a leak large enough that it may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer was provided with remote support from a ge healthcare service representative. The customer was recommended to replace the lime tank to correct the issue and to perform device testing once the part replacement was completed. After completing the recommended steps, the customer confirmed to gehc the issue was corrected. No report of patient involvement. Unique identifier: (B)(4). : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).